Event description:
The following has been reported: "primary administration set that had a continuous upstream occlusion, would not back prime into a syringe (10 or 20 ml) or a secondary set with 50 ml bag of ns attached. Attempted removing and reattaching both numerous times and unable to resolve. No harm to patient but did cause a delay in patient therapy." Delayed starting therapy but did not delay an active infusion. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Visually confirmed on the surface of the I-site lav that there was no slit through the top surface of the silicone. Therefore, the fluid was blocked from moving in either direction through the valve. Evaluation steps performed: 1. Visual inspection. 2. Installed the kit on ivenix infusion system machine and ran the priming process. 3. Underwater leak test. Observations: during the visual inspection it was observed that the assemblies of the kit were according to the drawing drw-63185110523 / a. The sample completed the primary bolus prime and secondary prime processes successfully; the reported alarm was not replicated. The unit back prime on secondary port was performed correctly. No leaks were found during the underwater leak test. No manufacturing defects were found in the sample received. Customer complaint is not confirmed.